Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds and was intermittently capturing. During a ventricular capture management test, the device measured thresholds within normal limits, but during manual threshold measurements, the physician noted high thresholds. Reprogramming was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg, implanted 2013-(B)(6). (B)(4).